Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. The pump was able to be successfully charged after being powered back on. The customer¿s blood glucose was 160(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.